Event description:
A physician attempted to advance the tip of a medtronic coronary guide wire across an indwelling arterial vascular engineering gfx stent. After several unsuccessful attempts to cross the stent, the guide wire was withdrawn from the pt. At this time, it was observed that a portion of the guide wire tip was missing. Under fluoroscopy, it was observed that the missing portion of the guide wire tip was ensnared within the stent. The pt underwent successful coronary artery bypass graft surgery and was transferred to the critical care unit in fair condition.